Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that an intraocular lens (iol) was explanted from the patient's eye. In follow up it was learned that the incision was enlarged to remove the iol, there was vitreous loss and a vitrectomy was performed. Sutures were required to close the wound. A reason for the explant was not provided nor a patient outcome. The iol was discarded.